Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. A copy of the study was sent in for review. The recorder worked correctly during the previous procedure. There was no patient and user harm and a repeat procedure was necessary.